Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. The reported issue was found to be caused by a faulty scope connector cover. In addition, during the evaluation, a failure of switch 1 was found to be caused by a faulty charge-coupled device (ccd) unit. After the replacement of the faulty scope connector cover, the image was not at the center of the screen, which was suspected to be caused by a deformed coupler unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image on the subject device became "noisy" during a laparoscopic procedure. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the video function did not work properly due to the failure of the video connector. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.